Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.

Event description:
Incident as reported: laparoscopic sleeve gastrectomy - per phone call from surgical services director, "during the middle of the case, dr. (B)(6) noticed that the tip of the trocar was broken. He removed the trocar cannula and was able to locate 1 piece of the broken cannula, he was not able to locate the 2nd piece. A c-arm was brought in to locate the piece via x-ray and could not be located." Patient status: in recovery at 5pm (B)(6) 2011 per surgical service director.